Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx drug-eluting stent to treat a lesion in the mid right coronary artery (rca) with mild tortuosity and severe calcification exhibiting 85% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent delivery system was advanced to the lesion and after failed delivery the un-deployed stent lodged within the tight calcified lesion. Upon removal of the stent delivery system, the stent was no longer on the stent delivery system balloon. It was reported that no intervention was performed to remove the stent. The location of the stent was unable to be determined. It was indicated that the stent may have lodged within the catheter. The procedure was completed using non-medtronic device. The patient is alive with no injury.